Manufacturer narrative:
(B)(4). As the device was not returned a complete device analysis cannot be completed. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced an umbilical hernia coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was unknown if the patient was hospitalized for the event. The patient underwent a hernia repair surgery and recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: the exact device manufacturing date was unknown; however, it was reported that the device was manufactured in 1997. Additional information: the device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. A review of the device history record and service history revealed no issues that could have caused or contributed to the reported difficulty of umbilical hernia. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.